Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 or 2. Reference MFR report #1627487-2014-08026. It was reported the patient was revised on (B)(6) 2014, due to experiencing a pulling sensation on his entire scs system when he bent forward. During the procedure, the scs ipg was moved to a different location and the leads were repositioned. An sjm representative met with the patient post-op and confirmed the patient is reportedly doing well and the issue ha resolved. The patient has two model 3186 leads from the same lot.